Event description:
A male of unk age underwent an abdominal aortic aneurysm repair procedure in 2006. The zenith device was implanted per standard fashion to exclude a aaa approx 5.2cm in diameter. On (B)(6) 2007, the pt was observed on surveillance CT to continue growing in diameter (baseline 5.2cm). No type 1 a/b endoleak was observed on CT. (B)(6) 2009 - endo re-intervention performed to embolize ima. (B)(6) 2012, aaa is still observed growing in diameter. Aneurysm sac sac is punctured and thrombin gel injected into sac to try to occlude any lumbar arteries in flow/out flow. (B)(6) 2013 - surgeon decides to open pt abdomen and expose aneurysm sac due to aaa expansion (now 7.5cmx7.2cm). After aneurysm sac is exposed and thrombus cleared zenith flex device is visualized. Surgeon notices 4 holes on device that look to be around suture sites allowing blood to exit holes. Surgeon hold pressure on holes to allow blood to clot. Bleeding seems to dissipate after holding pressure. The surgeon observes that seal sites are intact and decides to use bioglue to plug holes. After using glue, surgeon closes aneurysm sac and exposure per open fashion. Pt recovers from surgery and is sent home and is doing well.

Manufacturer narrative:
Date of manufacture unk as lot is unk. Event eval: still under investigation.